Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. Patient and her mother were advised, per script, that in the rare instances when a possible broken sensor wire has occurred in the past, consulting physicians and surgeons have recommended not to remove the wire fragment from the skin as long as there are no symptoms of infection or inflammation. In the event that signs and/or symptoms of infection or inflammation arose, such as redness, swelling, or pain, patient and her mother were advised to consult their prescribing physician. Patient and her mother were further advised that if no portion of the sensor wire was visible above the skin, attempts to remove without medical guidance were not advised.

Event description:
Patient's mother contacted dexcom technical support on (B) (6) 2010 to report a possible broken sensor wire in her pediatric daughter's arm. Patient's mother stated that they could feel the sensor wire under the skin, but the site did not appear red, infected, or agitated in any way. Patient's mother put neosporin on the site, but it already appeared to be healing normally. Patient's mother stated that they did not plan to attempt to remove the wire. Dexcom's technical support supervisor followed up with the patient and her mother on (B) (6) 2010. Patient's mother stated that the possible broken sensor wire site was doing just fine.